Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked and there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2014 with the following findings:investigation revealed that the battery compartment was cracked. The battery cap that was returned with the pump was able to secure appropriately to the pump. The pump failed leak testing due to the battery compartment crack. There was evidence of moisture observed inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.